Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an issue with the cartridge. Reportedly, utilizing a new cartridge resolved the issue. Customer's blood glucose level was 300 mg/dl. No additional information was available.